Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
The investigation to establish the root cause of the event is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail opened when the patient leaned on it. Due to that the patient fell.

Manufacturer narrative:
The citadel plus bed frame is equipped with 4 side rail, two on each side of the bed. According to the product instruction for use (IFU 831-374): - the side rail is raised by holding side rail handle and pulling the side rail up and away from the bed until it locks in the raised position. While raising, locking pins slide on the bearing plates. When in raised position, the locking pins are pushed into holes by springs. On the edges of the hole into which the pin enters, there are grooves chamfers). The "grooves" facilitates the pins' engagement into the holes - to lower the side rail the blue release lever needs to be pulled. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
D4: the device is distributed outside the us and no gudid information exists. H10: the arjo representatives inspected the device and found no malfunction in the side rail locking mechanism. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forcefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. This may lead to a patient fall and a serious health consequences as a result. No injury was reported in the investigated complaint.